Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display fades to white or black, screen flickers and is back to displaying normal data, continuously. The device was returned to nihon kohden and evaluated. The unit was evaluated for an extended period of time and the reported issue could not be duplicated. The lcd was replaced as a precaution. The repaired device was returned to the customer.

Event description:
The customer reported that the bsm (bedside monitor) display fades to white or black, screen flickers and is back to displaying normal data, continuously.